Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed, but showed inadequate numbers. The helix was retracted in order to reposition. Once in a new location the helix would not fully extend, and the physician had difficulty retracting the helix. The lead was removed and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.